Event description:
The customer's mother reported via phone call that the customer had a no delivery alarm the night prior. It was also reported, the customer's blood glucose rose to 400 mg/dl during this incident. Customer also had ketones and was vomiting from their blood glucose. The mother also reported several motor error alarms during a bolus deliveries. The customer could not recall any significant events leading to the alarm. The mother also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test, displacement test and basic occlusion test. No motor error alarms noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was unable to perform, occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratched display window and stained end cap sticker. The insulin pump was received with peeling / damage back address serial /number label. No failed battery test alarms noted.